Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, but the caller was unable to perform the reset due to not having a charging cable. The caller planned to attempt the reset independently when a charging cable became available and was advised to call back if further assistance was needed.